Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the cut transducer and missing adhesive was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a cut on the transducer and missing adhesive on the elevator. There was no patient involvement.